Manufacturer narrative:
H11: two (2) actual devices and three (3) photographs of the samples were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. However, visual inspection of the actual samples identified a disconnection of the tube to chamber and a roller clamp separation from the set. The reported condition was verified. The cause was related to the assembly process during manufacturing. A nonconformance had been opened to address the tubing to drip chamber separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration sets had a ¿joint detachment¿ resulting in a leak. This was noticed prior to patient use. There was no patient involvement. No additional information is available.